Manufacturer narrative:
As reported, a mynxgrip vascular closure device 6f-7f was used and the white tube did not come out the black shaft. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. An unknown 6f procedural sheath was on the catheter shaft, covering the balloon proximal tip. The sealant and advancer tube remained in manufacturing position. The sealant was observed exposed to blood. The device was inspected for damages that may have contributed to the reported event, and no visual damages or anomalies were observed. Per functional analysis, the procedure sheath was removed, and a simulated deployment test to ensure functionality of the returned device was performed. Resistance was felt due to the exposed to blood/swelled sealant. The sealant was removed from the device components, and the shuttle was advanced without issue. The advancer tube was found properly engaged to the proximal tamp lock during the device failure investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. Per microscopic analysis, no damages to the tamp locks of the returned device that may have prevented the advancer tube from engaging to the proximal tamp lock were observed. A product history record (phr) review of lot f2030101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy - advancer tube¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use which is not intended as a mitigation of risk, during the deployment steps, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Event description:
As reported, a mynxgrip vascular closure device 6f-7f was used and the white tube did not come out the black shaft. There was no reported patient injury. The device will be returned for evaluation.